Event description:
The patient was in for a l5 gill procedure with interbody fusion. When utilizing the cartridge for insertion of the bone graft, the phlange at the end did not hold and the substance went further than intended into the body. Concern for vascular or bowel damage.